Manufacturer narrative:
Concomitant medical devices: w4tr02 crt-p, implant date: (B)(6) 2020; 479878 lead, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was occluded on the right side. It was further reported that the right ventricular (rv) lead exhibited non-capture. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.